Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to an occipital subdural hematoma (sdh) that occurred due to a ground level fall. The hematoma was confirmed by head computed tomography (CT). There were no changes to anticoagulation status and the international normalized ratio (inr) was 3.3. The patient's neurologic condition declined, and the family decided on comfort measures. The patient passed away on (B)(6) 2024. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was noted that no log files were available. The account indicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.